Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported that the needle failed to deploy during pod activation, indicating a needle mechanism failure. It could not be confirmed whether the cannula was visible upon pod removal, and good-faith efforts for additional information have been unsuccessful. No impact on the patient's blood glucose levels reported. Additional information has been requested, and a supplemental report will be submitted if received.